Event description:
During surgery, a control pump for an artificial sphincter failed to operate correctly at the time of implantation. The back up pump was opened to use, but it also failed to operate correctly. The other components were implanted successfully. The pt will be brought back at a later time as an outpatient to have the pump implanted.